Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "compressor failure - 1001" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An inspection of compressor found no discrepancies. The device was recertified and returned to the customer. It is important to note that this error could occur if the red cap is left on the gas output connector during testing. Analysis of reports of this type has not identified an increase in trend.